Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5a1192) sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, during functional end-to-end anastomosis, after firing, the cartridge was taken out of the tissue; the cartridge was clamped in the groove when the clamp cover ran, so the cartridge was not able to be taken out smoothly. When the tissue was slightly pulled, the clamp was able to be taken out. There was no patient injury.